Event description:
Customer reported that while the unit was in use on a pt the unit displayed a maintenance code #1 (check safety disk). It was not reported by the customer as to whether the pt was switched to another unit. No pt injury was reported.